Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "rapid gas loss" message. The staff tried to replace the balloon but the pt expired before the new balloon was inserted.